Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device worked well for the first time of the surgery, then the surgeon found the spring in the middle of tissues, inside the cavity. The device was applied in the right position, as a trocar it was applied through the abdominal wall. The spring was found at the end of the surgery. The spring was removed with a grasper.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic cholecystectomy procedure, the valve seal was damaged and disengaged. There was no injury caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted; the valve seal was broken. The trocar balloon, obturator, lock collar, and doors appeared intact. The inflation syringe was received. Pmv performed functional testing which noted that the trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.